Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the liberty select cycler. Additionally, there is no allegation or evidence of a device malfunction or deficiency, or cycler set defect reported for this event. Although no information was provided related to culture results or the determined cause of the reported peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that the peritoneal dialysis (pd) patient reported they are currently hospitalized. Additionally, the patient advised they had a foot infection approximately 2 months ago and then were diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2025. No symptoms were provided. The patient was diagnosed with peritonitis. The patient reportedly had multiple health issues (unspecified) going on that were not related to pd. No further information was provided related to those health issues. No culture results or antibiotic therapy was available as no hospital documentation was sent to the pd clinic. The patient was discharged on (B)(6) 2025 and was admitted to a rehabilitation (rehab) facility. The patient remains in the rehab. The cause of the peritonitis event is unknown. There were no reported cassette leaks or other issues with any fresenius product(s) prior to the peritonitis event. No further information was provided.

Manufacturer narrative:
Additional information: d9, h3 clinical review: the cycler was returned to the manufacturer for physical evaluation. A damage/cracked top cover was identified during a visual inspection of the exterior of the returned cycler. There were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as received with reduced dwell) simulated treatment was performed and completed. Valve actuation and system air leak tests were performed and passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported to fresenius that the peritoneal dialysis (pd) patient reported they are currently hospitalized. Additionally, the patient advised they had a foot infection approximately 2 months ago and then were diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2025. No symptoms were provided. The patient was diagnosed with peritonitis. The patient reportedly had multiple health issues (unspecified) going on that were not related to pd. No further information was provided related to those health issues. No culture results or antibiotic therapy was available as no hospital documentation was sent to the pd clinic. The patient was discharged on (B)(6) 2025 and was admitted to a rehabilitation (rehab) facility. The patient remains in the rehab. The cause of the peritonitis event is unknown. There were no reported cassette leaks or other issues with any fresenius product(s) prior to the peritonitis event. No further information was provided.